Event description:
Loss of osseointegration, primary stability was achieved, blood coagulation disorder. Irregular controls, long treatment interruption (since corona). Patient has other thommen implants that are firmly in place. The patient did not provide any information about medications.